Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, d9, h11. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched and discovered that no physical damage was present on the fiber optic connection port; however, fiber optic module errors were confirmed in the logs. The issue was reproducible based on the logged errors. The issue was resolved by replacing the fiber optic module (0997-00-1169). Patient involvement was asked but unknown. All operational and safety checks were performed. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 10 nov 2025. The failure analysis and testing dept. Received part number: 0997-00-1169 with a reported unit failure of fiber optic errors in logs. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. No failure was confirmed after testing. Retaining the part in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Au.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in block e1 full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced an issue with the fiber optic. No harm reported.